Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation . The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) reported the device was run in for 2 hours to duplicate customer complaint, after 2 hours of run in unit operation ok, no vent inop found. Upon further inspection found manifold on gas delivery system (gds) has a hairline crack at standoff to data acquisition board. Due to manifold damage, gds was replaced and data acquisition to motor controller cable. With all parts replaced, fse had unit run in for 12+ hours and no issues found during run in. Performed complete performance verification test, unit passed all test successfully.

Manufacturer narrative:
Date: 8/27/2014 conclusion / root cause: the gas delivery system assembly and data acquisition printed circuit board assembly (pcba) to motor controller pcba cable were tested and no failures were identified. The reported error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and shutdown during normal ventilation operation . The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) reported the device was run in for 2 hours to duplicate customer complaint, after 2 hours of run in unit operation ok, no vent inop found. Upon further inspection found manifold on gas delivery system (gds) has a hairline crack at standoff to data acquisition board. Due to manifold damage, gds was replaced and data acquisition to motor controller cable. With all parts replaced, fse had unit run in for 12+ hours and no issues found during run in. Performed complete performance verification test, unit passed all test successfully.